Event description:
A pt underwent a rhinoplasty procedure. Kaltostat alginate wound dressing was used to pack the nostrils. The pt experienced singificant hypergranulation tissue and some infection along with total nasal obstruction in the left nostril. The plastic surgeon removed the kaltostat wound dressing and the pt said that they could breathe normally once the dressing was removed. The pt was referred to an ear, nose, throat surgeon for treatment. It is unk whether the kaltostat dressing caused the symptoms experienced by the pt.